Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The "contact does not recall" what the cgm blood glucose (bg) reading or meter bg reading was; however, the customer's bg ranged from 30-36 mg/dl. Customer consumed carbohydrates and gave a glucagon injection to address the low bg. Reportedly, the customer was transported by emergency medical technicians (emt) to the emergency room (ER) and was treated with glucagon. The customer was discharged from the ER (exact discharge date was not provided) with no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.